Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, the 10nm torq limiting ratchet handl-6mm hxc failed calibration. There was no patient involvement. This report is for one (1) 10nm torq limiting ratchet handl-6mm hxc this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary service and repair evaluation: it was reported that during evaluation 10nm torq limiting ratchet handl-6mm hxc failed calibration. The repair technician reported device failed torque testing . The maximum torque peak attained during evaluation was 12.28 nm which is out of the specified limit 10.2 nm-11.8 nm for the part. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high torque. The item will be forwarded to customer quality. The evaluation was confirmed. Device history: part # 03.620.061; synthes lot # h550247-14; supplier lot # n/a; release to warehouse date: 01 nov 2018; supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.